Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No frozen display noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's father reported via phone call that the insulin pump was frozen until she received a button error alarm. When she was entering her carbohydrates to bolus, when the numbers kept going up and down. Customer's blood glucose level was 185 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.